Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (belgium) scs ipg would no longer communicate with any external devices and was subsequently deemed inoperable. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a new device which resolved the issue.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.

Manufacturer narrative:
The device brand name inadvertently omitted from the initially submitted report.